Event description:
This was a lead extraction case performed in the hybrid or to extract 3 leads (sjm 1688tc ; sjm 7001, and unknown lv, all implanted in 2007) due to infection. The patient was prepped for the procedure with an lld-ez in the a sjm 1688tc and sjm 7001, and an lld-e in the unknown lv lead. The surgeon began with the rv ICD lead using a 14f glidelight laser sheath. The fixation screw of the rv ICD lead was retracted, but a few turns of the screw were noted still engaged to the rv wall. Scarring was encountered with continuous lasing in the subclavian and innominate vein, and into the rv. Hypotension was noted as counter-tension was placed on the lead for traction and laser use. This subsided with release of tension on numerous attempts to remove the lead. The laser sheath was advanced onto the distal coil of the rv ICD lead with both laser power and counter-tension. The tip of the lead was pulled flush with the laser sheath and rv. Stretching of the screw mechanism was noted. Hypotension was noted ¿ which continued to increase. Tee showed pericardial effusion in the rv. Standby cv surgery team was notified and the patient underwent a median sternotomy within 4 minutes of identified effusion. The patient was placed on cardiopulmonary bypass. A small rv perforation was exposed and repaired with pledgeted suture. Pressure resumed at nominal levels. The rv ICD lead was engaged with the laser and removed with counter-tension only. The ra and the lv leads were also removed. All 3 leads were removed with counter-tension from the pocket. Cv surgery resumed, with completion of their intervention with conventional bypass release and chest closure. The patient was transferred to the ICU. The following day, the patient was reported to be doing well. Upon examination of the rv ICD post extraction showed a stretched activation screw up to >/= 1 cm and notable rv tissue on the screw.